Event description:
During validation of the new galileo, the customer reported 3 examples of inconsistent results between the 2 galileos. Sample 1: anti-d is reporting as negative on the new galileo versus 3+ on the original instrument. Sample 2: anti-e is reporting negative on the new instrument and 4+ on the original instrument. Sample 3: anti-k is reporting negative on the new instrument and 1-2+ on the original instrument.

Manufacturer narrative:
Sample 1 was being tested for the first time. This is a prenatal patient who received rhig. Anti-d was identified using the gel method. The limitations outlined in the capture insert state passively administered anti-d may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative method. Sample 2 fluctuated between positive and negative on the new instrument. The sample tested negative by the gel method for antibodies using panel cells. Sample 3 contains a previously identified anti-k. The sample was tested against a k+k+ positive red cell using the gel method and was negative. A service call was performed. The washer manifold was replaced and the mirror was cleaned. The repairs returned the instrument to expected function. No samples were sent for investigation testing.